Event description:
The hospital risk manager reported the patient was at the end of the hall, with the md in the room. At approx. 4:30pm the patient was being turned and became diaphoretic and heart rate (hr) dropped to 46bpm. The patient was taken off the ventilator and bagged at 100% o2. The patient's hr recovered to pre-event levels (# unknown). The patient was alert and placed back on the ventilator and hr decreased to 86 and patient was struggling for air. The patient was taken off the ventilator and bagged at 100% o2. The hr increased to acceptable levels and it was reported that the ventilator was not giving breaths. The patient was placed on another ventilator and suffered no permanent harm. The manufacturers field service engineer was unable to duplicate the reported problem. During testing the service engineer reported test values were within specifications. The service engineer reported visual inspection noted dried liquid drops in the exhalation flow sensor. The service engineer reported the exhalation flow sensor was replaced due to testing high within range. The service engineer reported the ventilator passed all testing, including full performance verification testing and extended self testing.

Manufacturer narrative:
Exhalation flow sensor.